Event description:
Revision surgery - infection, all djo products removed and the revision was done with arthrex.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00723, 508-00-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.